Event description:
A peritoneal dialysis (pd) nurse contacted (B)(6) customer service to report that several staff members have allergic reaction to product 10-801b-0, nitrile exam glove. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".